Manufacturer narrative:
The pump was received with normal operating currents and passed the unexpected restart, self-test, and displacement test. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime, and excessive no delivery alarm tests due to the alarm. The pump was received with a partially broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received compromised force sensor system alarm. It was reported that insulin was squirting out. The customer's blood glucose level was reported to be 313.2mg/dl. It was reported that the pump would be replaced and returned for analysis.